Event description:
Received email from customer alleging discrepant inratio values. (B)(6). Although additional information has been requested, no additional information has been received.

Manufacturer narrative:
Investigation conclusion it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Patient is taking lovenox/heparin. Per product insert - limitations, "this test should not be used for patients on heparin therapy." This is considered off-label usage and cannot be ruled out as a cause for the unexpected results experienced by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.